Event description:
During the initial implant procedure, it was not possible to remove the stylet from the right ventricle (rv) lead. Additionally, increased pacing impedance was observed on the rv lead. A new rv lead was successfully implanted into the patient to resolve the event. The patient was stable and there were no consequence.